Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm on an unk date. Aneurysm and vessel morphology at the time of implant or the event were not reported. An aneurx bifurcated stent graft was implanted without issue. It was reported recently that there is a proximal type I endoleak, due to aortic neck dilatation, which has led to an increase in the aaa size. The pt was converted to an open surgical repair. The device was returned and the evaluation is pending. Additional clinical sequelae reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: surgical conversion to open repair, endoleak, dilated aortic neck. Evaluation, conclusions: dilated aortic neck.